Event description:
Report received from svc ctr indicating that during their service/repair it was observed there was no alarm for "end of syringe." This may result in a non-delivery condition. The reporting hospital has no record of pt care issues with the use of this device.